Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there were air bubbles in the gel. This event affected 100 devices. The following information was provided by the initial reporter. The customer stated: there were air bubbles in the gel."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-may-2022. H.6. Investigation: bd received twelve (12) samples and two (2) photos for investigation. The samples and photos were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Root cause could not be determined.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there were air bubbles in the gel. This event affected 100 devices. The following information was provided by the initial reporter. The customer stated: there were air bubbles in the gel."

Manufacturer narrative:
H6: investigation: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was not observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of gel air bubbles.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there were air bubbles in the gel. This event affected 100 devices. The following information was provided by the initial reporter. The customer stated: there were air bubbles in the gel."